Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu0723 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu0723) have been reported from the same facility in (B)(6).

Event description:
It was reported that an air/bubble was found during aspiration. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 18 ga introducer needle. The returned product sample was evaluated and the luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: multiple cracks were observed which were longitudinally aligned . Multiple superficial cracks were also seen surrounding the primary damage and were also longitudinally aligned. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. A lot history review (lhr) of recu0723 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu0723) have been reported from the same facility in taiwan.

Event description:
It was reported that an air/bubble was found during aspiration. No other information was provided.

Manufacturer narrative:
The initial and supplemental was sent indicating the complaint appeared to be a reportable occurrence. Upon further review it has been determined that a reportable event had not occurred. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that an air/bubble was found during aspiration. No other information was provided.